Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse stated the leak originated between the plates on shear valve cvl 85/126. The fse disassembled the shear valve, cleaned and replaced it, resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 1 ml of contained blue fluid leaked from the right side of a coulter lh 780 hematology analyzer while cycling the latron control. There were no error messages reported by the customer at the time of the event. However, the latron primer and control failed. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.